Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on samsung galaxy a35 and google pixel 8 on pump software versions 6.21 & 6.23, however, we were not able to reproduce the issue. Confirmed: analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise.supervisor_timeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or an error message. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. Remove the mobile device from the pump. 2. Check the phone¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app & then make sure bluetooth is on 6. Launch the app and begin the pairing process. (Ensure app is in the foreground while pairing). Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not provided us with feedback regarding whether the recommended steps has resolved the issue. However, carelink shows successful daily uploads medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic have attempted to reproduce the pairing failure with a supervisor timeout on the mobile device, xiaomi 12 with 780g pump running firmware version 6.7 and 6.23. The issue occurred consistently on this device resulting in pairing failure. The xiaomi 12 was initially pairing successfully on android 13 and was recently updated to android 14 for testing. The issue is 100 percent reproduced on xiaomi 12 with android 14. This issue is confirmed. After conducting an initial investigation, medtronic have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, upervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. After through investigation on supervisor_timeout errors, medtronic found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisor_timeout. The software did not adhered to the specified requirements and failed to perform in accordance with the expectations specified in the software requirement and specification document: (B)(4). The esf number that corresponds to the reported issue is: (B)(4). This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. Medtronic kindly ask that you try using a different phone, only if one is available either android or ios, with a preference for ios if possible until medtronic find a solution. Medtronic apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as medtronic work to resolve this issue. In addition, the development team is actively working on finding a permanent fix for this pairing issue, and further updates will be provided as agreed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on samsung galaxy a35 and google pixel 8 on pump software versions 6.21 & 6.23, however, we were not able to reproduce the issue. Confirmed: analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisor_timeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or an error message. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1.make sure users remove paired devices from phone and pump 2.also ensure that there are no other paired pump devices on the phone 3.delete the minimed mobile app's memory cache in the android settings: settings -> apps -> find minimed mobile in the list of apps -> storage and cache -> clear cache and data 4.delete the app 5.reset networks (reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings) 6.restart the phone 7.reinstall mmm app 8.check for all the usual connectivity (internet, bluetooth on, etc.) 9.start the pairing process from scratch the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. We could see customer is currently paired and uploading successfully in carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.